Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, states, ¿intraoperative fracture or breaking of instruments has been reported.¿

Event description:
It was reported patient underwent a patellofemoral replacement procedure on (B)(6) 2015. During the procedure the guide pin fractured. The fractured pin remains in the patient's bone. There has been no reported revision procedure to date.